Manufacturer narrative:
Device analysis by MFR: the returned product consisted of a jetstream xc 2.4mm atherectomy catheter. The device showed 1 kink located 58.5cm from the tip. Functional analysis was done by completing the setup procedure per the directions for use. Aspiration testing of the device was done per the test procedure. The device tip is submerged in a beaker of fluid and the device is run for a period of 1 minute. Test results showed that this device did not perform as designed per the test procedure specification sheet. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that the devices lost aspiration and rotation. A 2.4mm jetstream xc catheter was selected for use in atherectomy procedure of the superficial femoral artery. During the procedure, the device lost aspiration. It was replaced with a new device, same model. This device was able to complete nearly the entire procedure but then it lost rotation. The procedure was completed by balloon angioplasty. The patient was fine and experienced no adverse effects.

Event description:
It was reported that the devices lost aspiration and rotation. A 2.4mm jetstream xc catheter was selected for use in atherectomy procedure of the superficial femoral artery. During the procedure, the device lost aspiration. It was replaced with a new device, same model. This device was able to complete nearly the entire procedure but then it lost rotation. The procedure was completed by balloon angioplasty. The patient was fine and experienced no adverse effects.